Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that the patient experienced an elevated blood glucose (bg) of 385 mg/dl with chest pain, nausea and excessive urination associated with an alleged power and damage issue with the pump. Reportedly, the pump was resumed after replacement and the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the battery compartment had stripped threads, the patient was unable to tighten the battery cap onto the pump and there was intermittent power in the pump. It was reported that the pump was rebooting throughout the middle of the night. The patient was advised to use alternate plan of insulin delivery as prescribed by their healthcare provider until a new pump arrives. This complaint is being reported based on the allegation that the patient experienced hyperglycemia because of an intermittent power and damage issue with the pump.

Manufacturer narrative:
Date of submission 25-jun-2018. The device has been returned and evaluated by product analysis on 15-jun-2018 with the following findings: the pump's black box showed that there were unexplained pump reboot events in the black box. The battery compartment was found to be cracked with stripped threads. A test battery cap was able to secure to the pump the pump was exercised for 24 hours with no power issues observed. The pump passed a delivery accuracy test and was found to be delivering within range. The total daily doses added up correctly and reflected the user's programmed basal rates.